Event description:
As was reported by the sales-rep the patient had the stent implanted on (B)(6) 2008. Approximately 6 months post procedure, a follow-up angiogram was performed and it revealed a 360 degree circumferential fracture of the palmaz blue stent. The patient was a medium build female (B)(6). The target lesion located in a tight stenosis in the left renal artery. The stent delivery system was prepped as per the IFU. There was no difficulty placing the stent. The stent was deployed at 10 atmospheres. The stent was post-dilated. There were no complications during the index procedure. It is unknown if the patient had undergone any other interventions between the index procedure and the six month follow-up. A follow-up angiogram revealed a restenosis at the fractured site which was treated with another stent. There was no migration of the separated stent. The patient is currently in good condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.